Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va081h9, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported that compatibility guidelines were requested for the following: CT/cat scans. The patient needed CT scan for stomach issues. The patient was experiencing a loss of therapeutic effect. When the patient was first implanted she only got up 1-2 times at night, but since her knee surgery on (B)(6), she had been getting up 7-8 times each night. The patient's hcp (healthcare provider) did an x-ray on her a while back, and she was due to see him next week. Additional information received from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment dates noted as (B)(6). It was also noted that the patient was still having concerns with their device or therapy but had sought further help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.